Event description:
A customer contacted beckman coulter inc. (Bci) to report leak from the compartment above the waste containers on the unicel dxi 600 synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
On (B)(4) 2011 a bci field service engineer (fse) found leaking liquid waste transfer tubing. Fse replaced leaking tubing and verified system performance to published specifications. Fse replaced all other peri-pump tubing as a precautionary measure.